Event description:
Sensors falling off after 1 day, even though pt is applying to clean dry skin, using alcohol on skin per recommendations and also applying to hair-less-area. One sensor; route: topical from (B)(6) 2019 to present. Diagnosis or reason for use: cgm. Is the product compounded? No; is the product over-the-counter? No.